Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The caller reported that the supports were jammed inside the equipment. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 05feb2019. The philips field service engineer (fse) confirmed that the hardware material was broken. The fse replaced the bottom foot and base assembly of the unit to resolve the reported issue. Patient information was requested from the customer, however no information was available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.